Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) displayed an overheating error message. No patient involvement.

Manufacturer narrative:
Getinge field service engineer examined fault log observed no codes that point to over temperature. Tested compressor and could not duplicate failure as stated by end user. Unit passed all functional and safety tests per factory specifications.